Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium coil failed to detach with the instant detacher (ID) and via the manual detachment method. The ID was used 2 times and 1 manual detachment was made. A second ID was not used. Upon retrieving the coil, it was realized that the axium coil had detached within the catheter. The treating location and vessel tortuosity is unknown. The devices were prepared and used per the instructions for used (IFU).